Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, self test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing. However, power graph shows unexpected battery power loss at different periods of time. Problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer not used suspend before low or suspend on low continuous glucose monitoring feature. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.